Manufacturer narrative:
The actual device has been returned and is currently pending evaluation. Once (B)(4) evaluates the device, a supplemental medwatch report will be sent accordingly. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that during an unspecified surgical procedure, when finishing up, it was discovered that the craniotome device was bent. There were no delays to the scheduled surgical procedure. It was not reported if a spare device was available. There was patient involvement. There were no reports of injuries, medical intervention, or prolonged hospitalization. All available information has been disclosed. If additional information should become available, a supplemental medwatch report will be submitted accordingly.

Manufacturer narrative:
The actual device was returned for evaluation. Reliability engineering evaluated the device and observed that the attachment lock and spring were missing. Therefore, the reported condition was confirmed. It was determined that the issue was due to operator error at the customer site. Thus, the lock sleeve had been rotated out of its proper alignment causing the attachment lock and spring to detach from the lock sleeve. The assignable root cause was determined to be due misuse, abuse and/ or user error. If information is obtained that was not available, a follow-up medwatch will be filed as appropriate.